Event description:
It was reported that the wake button required hard pressing to turn pump on or off. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent.